Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient experienced difficulty with the ipg communicating with the charging system due to the ipg being flipped in the pocket. As a result, the ipg was repositioned on (B)(6) 2015. Surgical intervention resolved the patient's issue.